Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting out of the infusion set tubing and the cartridge tubing during the fill tubing sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. Additionally, the customer received a cartridge alarm (alarm 30) during the load sequence. The customer successfully reloaded the cartridge and resumed insulin delivery. Customer's blood glucose level was 161 mg/dl.